Event description:
It was reported that the patient had an occipital stimulator and was not able to adjust stimulation. It was noted that the programmer display was showing a ¿call your doctor¿ icon and a power on reset (por) condition. The patient went to ¿charge it¿ but this was clarified that the patient went to increase the stimulation the other day and saw the error message por on the programmer screen. The patient realized that the stimulation was off and tried to turn it back on, but it would not let her because of the por message. The patient first saw the por three days prior to the report. The patient synched with the implantable neurostimulator (ins) and stated it was an informational por. The patient was walked through successfully clearing the por message and the programmer was functioning as it should. It was noted that the patient flew in the prior week and noted that maybe that set it off.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3 7752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3986a, lot# n179498, implanted: (B)(6) 2011, product type: lead; product ID 3986a, lot# n179498, implanted: (B)(6) 2011, product type: lead; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).